Manufacturer narrative:
Result: the px slim was kinked approximately 13.0 cm from the hub. The pusher assembly was fractured approximately 49.0 cm and kinked approximately 71.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that during the procedure, the physician encountered resistance while advancing the ruby coil through the px slim, which caused the pusher assembly to break. Both devices were then removed from the patient and were not used further. Evaluation of the returned devices revealed the px slim was kinked and the ruby coil was fractured and kinked. The type of damage found on the px slim typically occurs due to improper handling during use. If the px slim is manipulated forcefully at an angle during insertion into a patient, this type of damage may occur. The damage found on the ruby coil may have occurred due to use within the damaged px slim. If the pusher assembly is manipulated forcefully at an angle against resistance, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection, and ruby coils are 100% functionally tested. This MDR is associated with MDR 3005168196-2015-00776.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and a ruby coil. During the procedure, the physician met resistance when attempting to advance a ruby coil through the px slim and the pusher assembly became fractured. The physician was advised to remove the ruby coil to prevent it from detaching in an unintended area. Both ruby coil and px slim were successfully removed without any complication and the physician used another px slim and ruby coil to continue the procedure successfully. There was no report of an adverse effect on the patient.